Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer's blood glucose level was 535 mg/dl. The customer disconnected from the insulin pump and ran 4.2 units of insulin and it did come out. The device was not returned.